Event description:
The iab was inserted into the pt on 11/12/1997 at 11:30 a.m. And removed on 11/15/1997 at 12:40 p.m. The iab did not malfunction. The pt developed pale rle and had no dp/pt pulses and had minor ischemia. A vascular surgeon was consulted and felt that there was a thrombus which subsequently resolved itself on 11/16/1997. No surgery or other intervention was performed. No echo was done during admission. (Event complications: the pt had a thrombosis - reported) 2/6/1998. (Pt's current status: discharged-rpt'd 2/6/1998.)